Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a left pkr done back on (B)(6) 2012 by dr. (B)(6). Patient stated that since his surgery he has experienced pain and pressure which worsens with the weather. He had an infection at the surgical site as well as several knee injections (one of which caused him to have a grand mal seizure). He has been to several physical therapists (on and off) since his surgery. He has consulted with several physicians since his surgery.